Event description:
It was reported to boston scientific corporation on december 3, 2018 that a lighttrail 365um single use laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl 4007 console with laser settings of 1 j and 12 hz. According to the complainant, during the procedure, the tip of the laser fiber detached inside the patient upon laser activation. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a different device. There were no adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address 1 (B)(6). Problem code 2907 captures the reportable event of fiber tip detached. Investigation results: a lighttrail 365um single use laser fiber was returned broken. The fiber measured approximately 154.4 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The returned device was analyzed as broken. Review and analysis of all available information indicated that the damage to the device is likely a result of handling during setup of the device as it interacted with a scope. Therefore the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 365um single use laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl 4007 console with laser settings of 1 j and 12 hz. According to the complainant, during the procedure, the tip of the laser fiber detached inside the patient upon laser activation. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a different device. There were no adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.